Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that battery longevity was very short. Customer reported that battery was only lasting three days. Customer does not use sensor feature, pump is not in vibrate mode, remote feature is off, customer does not use rechargeable batteries, batteries were not previously used, customer does not perform excessive button pressing, customer does not do daily set rewind, and customer does not use recommended aaa (B)(6) alkaline batteries. Customer was advised that battery cap would be replaced. Customer's blood glucose was 450 mg/dl and declined troubleshooting for high blood glucose.